Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise resulting in oversensing was noted on the right atrial (ra) lead. The device was reprogrammed to change the atrial lead sensibility, and the patient was stable with no consequences.